Event description:
Healthcare professional reported injecting a patient with 1ml juvéderm¿ voluma¿ with lidocaine in the mental crease area, 0.6ml juvéderm¿ voluma¿ with lidocaine in the chin, 0.4ml juvéderm¿ voluma¿ with lidocaine in the pre jowl sulcus area and 0.2ml skinvive¿ by juvéderm® in the mental crease area. Months after injection, patient developed bumps and pustules around the mental crease area. Later, patient had bumpy texture with multiple ¿blister¿ type looking bumps that did not ooze when manipulated, with no redness, no fever, and no heat in the area. Patient was treated with hyaluronidase . Symptoms are on-going. This is the same event and the same patient reported under patient identifier (B)(6); (emdr-82740). This emdr is being submitted for the suspect product, skinvive¿ by juvéderm®.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.